Event description:
The manufacturer received information that a trilogy 202 ventilator was returned to a third-party service center for completion of preventative maintenance. There was no patient involvement, and no harm or injury reported. On evaluation, error code e-344 was confirmed to be recorded in the error log. The oxygen blender printed circuit board required replacement to address the issue. The device passed full testing after completion of repairs. Additional findings not related to the malfunction/issue: the front enclosure was replaced due to cosmetic damage.